Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was vomiting and blood glucose (bg) was elevated (value not provided). Customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was in the intensive care unit for several days. No additional information was provided regarding the event. Contact alleged the event may have been due to not having the most updated pump.